Manufacturer narrative:
The customer¿s report of maxplus valve stickdowns was confirmed. The suspect set was not returned for investigation. Testing was done on associate sets from the same lot number. Visual inspection of the associate sets observed no damage or any anomalies. Testing upon the disconnection of the mated components, there were no observations of any of the valve pistons remaining in an activated position (stick down). The root cause was identified as a valve molding issue (mismatch out of specification).

Event description:
It was reported the valve of the device sticks down after taking the saline or waste syringe off. No additional information is available.

Manufacturer narrative:
Report source: associate director materials management. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the valve of the device sticks down after taking the saline or waste syringe off.